Manufacturer narrative:
"This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Pictures, videos and the actual sample were provided. Sample investigation: the reported defect could be verified as a grey particle could be seen in the solution of the product vial. The complaint sample was forwarded to the particle laboratory on 16-feb-2024 for further evaluation. Result of the particle laboratory: a gray particle was examined by ftir. The ftir spectrum matched polyisobutene and silica based on a library match. The material is classified as intrinsic to the process (coating on the stopper of the vial). A review of the monthly report (january 2024) for adzynma was also performed relative to the subcategory "product - particles". The complaint rate for 2024 is approximately (B)(4), 2023 (B)(4), and 2022 (B)(4)."

Event description:
Report received from takeda customer service on 29jan2024: patient had arrived for 2nd prophy dose of adzynma. 2 vials of 500 iu medication were mixed per the package instructions. A "large fleck" was noticed in one of the vials.